Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 33 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer experienced symptoms such as unresponsiveness. The customer was wearing the insulin pump during the incident. The customer reported their pump keyboard was not working and their screen was blank. Troubleshooting was not completed due to the blank pump display. The customer had a high of 423 mg/dl on (B)(6) 2019 due to being off the pump all day. The insulin pump will be returned for analysis.